Event description:
(B)(6) (procedural complication of dissection at left femoral artery from lotus introducer). Procedure summary: the subject was randomized into the (B)(6) study on (B)(6) 2015. The index procedure was performed on (B)(6) 2015. Prior to index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of antiplatelet. Medication (other tan aspirin) at the time of index procedure. On (B)(6) 2015, the subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Of note, post bav conduction disturbances was noted ((B)(4)). Event description: procedural complication of dissection at left femoral artery from lotus introducer ((B)(4))/ right femoral artery perforation from 6 fr sheath for pigtail ((B)(4))/ right femoral artery perforation from 6 fr sheath for pigtail ((B)(4))/ right femoral artery perforation from 6 fr sheath for pigtail ((B)(4)): on (B)(6) 2015, during the tavi procedure, left femoral artery dissection and right femoral artery perforation were noted. Of note, site has confirmed that the left femoral dissection is attributed to the 'lotus introducer' and right femoral artery perforation is attributed to 6 french sheath for pigtail (non-bsc) on (B)(6) 2015, left iliac artery repair was performed as an intervention of 001. On (B)(6) 2015, hematological measurements were: lowest hematocrit value associated with the event: 29.3% (reference range: 12.0-16.0 g/dl); lowest hemoglobin value associated with the event: 9.7 g/dl (reference range: 36.0-48.0 %). On (B)(6) 2015, the subject was transfused with 8 units of prbc and repair of right femoral artery was attempted, however was unsuccessful. The varc criteria of bleeding for (B)(4) is life-threatening or disabling. The varc classification of vascular complication was major for (B)(4). Site has confirmed that the event (B)(4) does not qualify to be a cec event of bleeding complication per protocol since no bleeding was noted on the left side. On (B)(6) 2015, the event was considered to be recovered/resolved. On (B)(6) 2015, on the same day of index procedure, subject died. Per edc, primary cause of death is right femoral artery perforation from 6 fr sheath for pigtail. No additional information is available. Site has been queried for the same. Potential relationship to study procedure per investigator ((B)(4)): related

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 282882 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. No significant trend has been identified as a result of this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'anticipated procedural complication'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. There is no evidence of a potential processing or design failure associated with this complaint. Based on the event description within the complaint, the patient death is not likely to be due to the dissection of the left femoral artery. The site confirmed that the left femoral dissection is attributed to the 'lotus introducer. This dissection was repaired. The right femoral artery perforation is attributed to 6 french sheath for pigtail (non-bsc). Repair was attempted for the right femoral artery, however was reported as being unsuccessful. Vessel dissection is documented as a potential adverse effect within the lotus dfu 139816-01 and is an anticipated procedural complication due to a known physiological effect of the procedure as noted within the instructions for use. Medical consultant dr (B)(4) completed an independent review of the event description and concluded that; "the lotus was involved in the femoral artery dissection. This appears to be an expected complication related to insertion of the sheath and not unique to the lotus sheath. It is unclear whether the death resulted from the right femoral artery perforation which was unrelated to the lotus sheath." Based on a review of the fmeas and based on this complaint investigation, no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
(B)(4) (procedural complication of dissection at left femoral artery from lotus introducer). Procedure summary: the subject was randomized into the (B)(6) study on (B)(6) 2015. The index procedure was performed on (B)(6) 2015. Prior to index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of antiplatelet. Medication (other tan aspirin) at the time of index procedure. On (B)(6) 2015, the subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Of note, post bav conduction disturbances was noted (bradycardia (004)). Event description: procedural complication of dissection at left femoral artery from lotus introducer (001-vascular complication)/ right femoral artery perforation from 6 fr sheath for pigtail (002-vascular co plications)/ right femoral artery perforation from 6 fr sheath for pigtail (0021-bleeding complication)/ right femoral artery perforation from 6 fr sheath for pigtail (0022-death): on (B)(6) 2015, during the tavi procedure, left femoral artery dissection and right femoral artery perforation were noted. Of note, site has confirmed that the left femoral dissection is attributed to the 'lotus introducer' and right femoral artery perforation is attributed to 6 french sheath for pigtail (non-bsc). On (B)(6) 2015, left iliac artery repair was performed as an intervention of 001. On (B)(6) 2015, hematological measurements were (please see the table below): lowest hematocrit value associated with the event: 29.3% (reference range: 12.0-16.0 g/dl). Lowest hemoglobin value associated with the event: 9.7 g/dl (reference range: 36.0-48.0 %). On (B)(6) 2015, the subject was transfused with 8 units of prbc and repair of right femoral artery was attempted, however was unsuccessful. The varc criteria of bleeding for 002 is life-threatening or disabling. The varc classification of vascular complication was major for 001 ad 002. Site has confirmed that the event 001does not qualify to be a cec event of bleeding complication per protocol since no bleeding was noted on the left side. On (B)(6) 2015, the event was considered to be recovered/resolved. On (B)(6) 2015, on the same day of index procedure, subject died. Per edc, primary cause of death is right femoral artery perforation from 6 fr sheath for pigtail. No additional information is available. Site has been queried for the same. Potential relationship to study procedure per investigator (001 ad 002): related.